Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 35-45 mg/dl; cause was not known. The customer fell and required assistance due to bg. Ems provided a packet of glucose, applied antiseptic and covered wound customer received from falling. Recommendation was made to consult with a healthcare provider regarding diabetes management.